Event description:
The customer reported the sst test failed; outputs are not delivered. The fse clarified the device failed system pressure testing and failed the patient circuit test due to a patient circuit leak. The fse reported there was no patient involvement.